Manufacturer narrative:
(B)(4). Date sent: 9/6/2024. D4: batch #873c99. Investigation summary: visual analysis of the returned sample determined that the cdh33b device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 873c99, and no non-conformances were identified. The lot#913c39 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: 1. Please provide more details of device malfunction - the handle of the device was blocked and the surgeon could not fire it at all. The device was replaced with a different one, which worked properly. 2. Was the device in range? Yes. 3. Was the safety disengaged? -yes. 4. Did the device staple? No. 5. If yes, was the staple line complete (fully circular)? Na. 6. Did the device have staple line issues? Malforms, missing staples, no staples etc? Na. 7. Was the breakaway washer completely cut? Na. 8. Were there two complete tissue donuts? Na. 9. Was it a partial cut? If so what was cut partially, washer or tissue? Na. 10. If yes/no, was there any issue with the cut na. 11. Did the device cut the tissue? Na. 12. Was the device locked on tissue with the anvil closed? No. 13. If yes, what steps were taken to open the anvil? Na. 14. If the anvil could not be opened, how was the device removed? Na. 15. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Yes. 16. Did the washer break completely? Na. 17. Was there audible and tactile feedback from the washer break? Na. 18. Was the firing stroke interrupted prior to full washer break? Na. 19. Was the device difficult to close? No. 20. Was there adjusting knob issues? No. 21. Did the anvil detach? No. 22. Did the indicator come into the orange range? Yes. 23. Were there excessive tissue between the anvil and the deck? No. 24. Did the surgeon wait the 15 seconds to fire the device? Yes. 25. Could you please clarify if there were any patient consequences? There were no consequences for the patient. 26. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? There were no changes in the post-operative care of the patient.

Event description:
It was reported that during an endometriosis (with resection) surgery the device didn't work. The intervention was not postponed and the patient was not affected.